Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a ucl reconstruction procedure, after the surgeon had finished the repair they started the internal brace portion of the surgery. Upon trying to implant the anchor within the ar-7715 ucl internal brace implant system, the anchor would not seat and continued to fall off the end of the inserter. No pieces of the anchor were left in the patient. The surgeon decided not to perform the internal brace portion of the case, and the surgery was completed. The complaint device was discarded and will not be returning for evaluation.